Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter does not thread and does not stay connected.

Event description:
It was reported that the catheter does not thread and does not stay connected.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. The customer did provide a photo; however, no root cause could be determined based on the returned photo. A design history review was performed for part # kz-05500-007 and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did provide a photo; however, no root cause could be determined based on the returned photo. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.